Event description:
The customer received questionable results for multiple assays for one patient sample and questionable ion selective electrode (ise) potassium results for five other patient samples. Of the data provided, only the results for the following three patient samples were discrepant and reported outside the laboratory. The samples were repeated on another cobas c501 analyzer. Patient sample 1 initial ion selective electrode (ise) sodium result was 134 mmol/l and the repeat result was 141 mmol/l. Initial potassium result was 3.7 mmol/l and the repeat result was 2.8 mmol/l. Initial ion selective electrode (ise) chloride result was 94 mmol/l and the repeat result was 110 mmol/l. Initial glucose result was 74 mg/dl and the repeat result was 51 mg/dl. Initial creatinine result was 8.1 mg/dl and the repeat result was 4.9 mg/dl. Initial total protein result was 6.8 g/dl and the repeat result was 4.6 g/dl. Initial albumin result was 3.1 g/dl and the repeat result was 2.2 g/dl. Initial total bilirubin result was 0.3 mg/dl and the repeat result was 0.9 mg/dl. Initial magnesium result was 2.1mg/dl and the repeat result was 1.4 mg/dl. Initial aspartate aminotransferase (ast) result was 10 u/l, the repeat result on the same cobas c501 was 500 u/l. The repeat result from the other cobas c501 analyzer was 506 u/l. Patient sample 2 initial potassium result was 3.8 mmol/l and the repeat result was 4.3 mmol/l. Patient sample 3 initial potassium result was 7.8 mmol/l and the repeat result was 9.1 mmol/l. All of the initial results were reported outside the laboratory. The repeat results from the other cobas c501 analyzer were believed to be correct and corrected reports were sent out. No patients were treated based on the erroneous results. Patient 1 was in the ER and was discharged based in the initial results, but was called back when the physician saw the corrected results. The sodium, potassium and chloride electrode lot numbers were requested, but were not provided. The glucose reagent lot number was 68447901 with an expiration date of 09/30/2014. The creatinine reagent lot number was 68774301 with an expiration date 04/30/2014. The total protein reagent lot number was 68087901 with an expiration date of 06/30/2014. The albumin reagent lot number was 68120101 with an expiration date of 06/30/2014. The total bilirubin reagent lot number was 68579401 with an expiration date of 09/30/2014. The magnesium reagent lot number was 68696501 with an expiration date of 04/30/2015. The ast reagent lot number was 68315501 with an expiration date of 07/31/2014. The field service representative noted the customer found dried material around the reference electrode. He disassembled the is bath assembly and cleaned the cartridge area. He found the cell rinse nozzle spacer was missing on the nozzle and installed replacement spacer. The customer calibrated and ran qc successfully.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was received from the customer. Patient 1 was a (B)(6) year old male. Patient 2 was a (B)(6) year old male. Patient 3 was a (B)(6) year old female. Data for additional patient samples was received. Patient sample 4 was from a (B)(6) year old female. The initial potassium result was 3.6 mmol/l and the repeat result was 4.2 mmol/l. Patient sample 5 was from a (B)(6) year old female. The initial potassium result was 3.5 mmol/l and the repeat result was 4.0 mmol/l. Patient sample 6 was from a (B)(6) year old female. The initial potassium result was 3.5 mmol/l and the repeat result was 4.0 mmol/l.